Event description:
Additional information received advised that the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy resumed post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.